Event description:
Patient returned to surgery 2 days post laparoscopic cholecystectomy for exploratory laparotomy; autosuture endoclip had slipped off cystic duct causing peritonitis; requiring admission and ICU stay.